Event description:
The user facility reported a 66-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that a patient who was just transitioned to impella 5.5 support, during transfer from the surgical table to the bed, had the white power cable became unplugged and pump stopped. Initial attempt to re-plug and continue support was unsuccessful and we received an error message stating that the impella was defective and needed to be replaced, then the screen went black. Upon restart of the automated impella controller (aic) it acted normal and accepted the pump and resumed support. There was no harm to the patient as a result of this incident.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.